Event description:
Caller reported when the cartridge of the pump is empty, the pump does not give an e1 (cartridge empty) error message. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).